Event description:
Please refer to initial MFR. Report #9611500-2020-00005.

Manufacturer narrative:
The same phenomenon occurred with the device already some weeks before but without involvement of a patient; it was detected during the system test prior to use. The investigation of this previous instance started with log file analysis; the error codes found therein indicated that a problem with the control unit for the blower subsystem has occurred. The particular pcb and the motor unit have been replaced, consequently. The device passed all consecutive tests at that time and could be returned to use. The replaced parts were installed into the periphery of a lab device and subject to an in-depth testing over three weeks using various modes and settings but the error condition could not be reproduced. Due to the fact that the error condition sporadically recurred it was decided to replace the entire device by a new one to meet customer expectations, finally. The log file covering the period in question indicates that the particular procedure additionally suffered since the beginning from significant leaks in the pneumatic circuit which finally led to a fresh gas deficit. The device posted several apnea, airway pressure not achieved and fresh gas low or leakage alarms. This can however not be put in causal connection to the problems with the motor control and the forced shut-down of automatic ventilation. A reliable conclusion in regard to potential root cause is not possible because of the fact that the error condition could not be duplicated. Dräger finally concludes that the device responded to an error condition of unknown origin as designed, shut down automatic ventilation to protect the patient from potentially hazardous output and posted the corresponding alarm to alert the user. Manual ventilation remains possible; the number of similar incidents is within accepted range.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the anesthesia workstation posted a "ventilator inop" alarm during use. Manual ventilation was used for patient support; no health consequences have been reported.